Manufacturer narrative:
Suspect medical device and applicable fields were updated. The e801 module serial number is (B)(4). This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us .

Manufacturer narrative:
The field engineering specialist has changed the measuring cells and cleaned the sample lines with bleach. The qc results on (B)(6) 2019 were acceptable. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of discrepant elecsys troponin t hs assay (tnths) results for 3 patients tested on a cobas 8000 e 801 module. For patient 1: the initial tnths result from sample a was 504 pg/ml. While in the emergency room a new sample, sample b, was collected and had a tnths result of 14.6 pg/ml. Sample b was tested again and resulted in a tnths result of 11.4 pg/ml. The initial result for sample a was from an aliquot processed by a modular pre-analytical system. For patient 2: on (B)(6) 2019 the initial tnths result was 148 pg/ml. The same patient sample was tested again on the same analyzer with a tnths result of 19.9 pg/ml and on a different analyzer with tnths of 21.3 pg/ml. For patient 3: on (B)(6) 2019 the initial tnths result was 24.8 pg/ml. The same patient sample was tested twice with tnths results of 445 pg/ml and 25.1 pg/ml. For both patient's 2 and 3, the samples were not processed by a modular pre-analytical system. The tnt reagent lot was 41926000 with an expiration date of 30-nov-2020